Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was a printer issue. A technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es label printer was producing blank labels. The customer reported that the label printer located on top of the pyxis, which was used to print patient and medication-specific labels, was producing blank labels with no information. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.